Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had communication issue, due to an intermittent issue with both the bolus cord and wireless connectivity. The sns file has been pushed twice, the wi-fi module has been reseated, and a new bolus cord was tried, but the issue persisted, and the device should be sent for repair. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint of communication issue, due to an intermittent issue with both the bolus cord and wireless connectivity. No service record for the last 12 months. Review of event history found error for communication module intermittent connection. Visual/functional testing was performed and could not replicate or confirm the reported error. Checked, inspected, and tightened remote dose connector. The probable cause of the reported error is the wi-fi module and remote dose cord. The device (without wi-fi module) passed all functional tests after the repair.